Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the imaging system cannot be used because it will not exit e-stop mode. The system is in e-stop because a screw is broken on the dongle, causing it to seat improperly. This was discovered outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
A medtronic representative, following up with the site, replaced the broken dongle and performed a navigation system check-out, all areas passed. After replacement of the dongle the reported issue could not be replicated; issue resolved. The medtronic representative reported the dongle was discarded on site and will not be returned for analysis.